Manufacturer narrative:
The single-use disposable device is not expected to return for evaluation due to the problem being discovered post-surgery. The cause of the reported complaint cannot be confirmed. Based on similar complaints for bowel perforation, a potential sequence of events is thermal injury from the device shaft due to operator technique. The device instruction manual contains warnings to prevent thermal injury: ¿whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns.¿ ¿only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage.¿

Event description:
Olympus was informed that after an unknown procedure involving a thunderbeat device, the patient was discovered to have a post-surgical intestinal perforation. There is currently no information regarding the sequence of events, additional patient intervention, or current patient status.